Event description:
At the time of this report aug 27, 1997 rptr had to go for another penile implant on june 30, 1998. The ams penile prosthesis ruptured and collapsed only after nine mos. My new prosthetics is from mentor. This has been the eight time rptr had penile surgery since 1985. Rptr writes, " I do hope the info I am providng will be of some benefit.

Event description:
Rptr writes "I had a penile implant on aug 12, 97 and this penile prosthesis broke down on may 17, 98 in less than a yr. I have had a horrible ordeal with penile implants, I have already had seven operations since 1985. Now I am facing yet another implant operation. The devices that have been used were the ultrex from amrican med systems inc pfizer hosp products group; 10700 bren rd w, minnetonka, mn 55343. (1800) 328-3881." " I am now devastated mentally, full of anxiety. My life is a "explotive deleted" over the latest penile implant failure."